Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-mar-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("haemorrhage menstrual bleeding with intense pain, menorrhagia"), metrorrhagia ("bleeding between periods, metrorrhagia") and uterine leiomyoma ("submucosal myoma") in a 42-year-old female patient who had essure (batch no. D40629) inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("very intense lower back pain that gets worse during ovulation and menstruation"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("fatigue"), dysmenorrhoea ("haemorrhage menstrual bleeding with intense pain"), dizziness ("dizzy spells") and abdominal distension ("constant feeling of bloated abdomen"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced headache ("headache"). The patient was treated with surgery (hysterectomy, hysterectomy / resection of myoma and hysterectomy and bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, uterine leiomyoma, abdominal pain, back pain, myalgia, neck pain, fatigue, dysmenorrhoea, dizziness, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, myalgia, neck pain, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: insertion of essure occurred on (B)(6) 2015: 2 trailing coils on right, 2 trailing coils on left. Since placement of the essure inserts, I have encountered a number of health problems. The doctors did not manage to relieve the pain because they could not find the cause. For me, it was obvious. The problems started after placement of essure and worsened over the months. Resection of the fibroma via hysteroscopy and bilateral salpingectomy via laparoscopy were planned to be done within a few weeks. On (B)(6) 2017, hysterectomy was indicated for metrorrhagia with submucosal myoma and for essure removal on patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2017: submucosal myoma which probably caused haemorrhagic menstruations, menorrhagia and metrorrhagia. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from attorney via legal department. Insertion of essure occurred on (B)(6) 2015: 2 trailing coils on right, 2 trailing coils on left. Medical record on (B)(6) 2017: ultrasound showed submucosal myoma which probably caused haemorrhagic menstruations, menorrhagia and metrorrhagia. Resection of the fibroma via hysteroscopy and bilateral salpingectomy via laparoscopy were planned to be done within a few weeks. On (B)(6) 2017, hysterectomy was indicated for metrorrhagia with submucosal myoma and for essure removal on patient's request. Event menorrhagia downgraded to other event in accordance to the newly available information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 01-mar-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no: d40629) inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("very intense lower back pain that gets worse during ovulation and menstruation"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("fatigue"), metrorrhagia ("bleeding between periods"), menorrhagia ("haemorrhage menstrual bleeding with intense pain"), dysmenorrhoea ("haemorrhage menstrual bleeding with intense pain"), dizziness ("dizzy spells") and abdominal distension ("constant feeling of bloated abdomen"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain, myalgia, neck pain, fatigue, metrorrhagia, menorrhagia, dysmenorrhoea, dizziness, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, myalgia, neck pain and pelvic pain to be related to essure. The reporter commented: since placement of the essure inserts, I have encountered a number of health problems. The doctors did not manage to relieve the pain because they could not find the cause. For me, it was obvious. The problems started after placement of essure and worsened over the months. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2717 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, case: (B)(4) was identified as duplicate of this case and will be deleted from argus. All information was transferred to this remaining case. Lawyer added as reporter. Date of birth, onset/stop date for essure and event headache added. Legacy device report number: 2951250-2019-00585. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (batch no. D40629). The occurrence of additional non-serious events is detailed below. In 2015, the patient started essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), back pain ("very intense lower back pain that gets worse during ovulation and menstruation"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("fatigue"), metrorrhagia ("bleeding between periods"), menorrhagia ("haemorrhage menstrual bleeding with intense pain"), dysmenorrhoea ("haemorrhage menstrual bleeding with intense pain"), dizziness ("dizzy spells") and abdominal distension ("constant feeling of bloated abdomen"). Steps are currently underway for device removal. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, myalgia, neck pain, fatigue, metrorrhagia, menorrhagia, dysmenorrhoea, dizziness and the abdominal distension outcome was unknown. The reporter considered pelvic pain, abdominal pain, back pain, myalgia, neck pain, fatigue, metrorrhagia, menorrhagia, dysmenorrhoea, dizziness and abdominal distension to be related to essure. The reporter commented: since placement of the essure inserts, I have encountered a number of health problems. The doctors did not manage to relieve the pain because they could not find the cause. For me, is was obvious. The problems started after placement of essure and worsened over the months. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had pelvic pain since placement of essure (fallopian tube occlusion insert). At the time of the report, steps were underway for device removal. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record d40629 (production date 16-dec-2014 and expiration date 28-dec-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had pelvic pain since placement of essure (fallopian tube occlusion insert). At the time of the report, steps were underway for device removal. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.